Event description:
It was reported that when the device was used during an unk procedure, it misfired creatng an anastomic leak which required extended surgical time to perform an hand sewn anastomosis. There was no pt consequence.